Manufacturer narrative:
(B)(4). Batch # r57g95. Device evaluation: the analysis results found that the ntlc75 instrument was received with no apparent damage with a cartridge reload present. The cartridge reload had the swing tab in the locked position, and fully fired. In addition both gripping surfaces broken off making the reload nonfunctional. It is possible that the damaged on the cartridge was caused when the cartridge was removed from the device. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. Please reference the "instructions for use" for more information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, it was hard to be removed the cartridge from the device, and the gripping surface was broken off. Another device was used to complete the case. There were no adverse consequences to the patient.